Event description:
Mar. 29, 2016 11:00 am (gmt-4:00) added by (B)(6): it was reported that the customer installed a part in the compressor but it was still not working. The customer took part out of the device and spun the motor manually, where a grinding noise was heard. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The customer replaced a compressor part but, the compressor was still not working. The customer disassembled the compressor, spun the compressor motor manually, and heard a grinding sound. Service was not dispatched. A visual inspection of the returned 115v compressor/motor unit did not show any faults or damages to the unit. The unit looked almost unused. Resistance measurement of the returned motor capacitor indicated that it was functional. The compressor/motor unit was tested stand-alone in a test bench. When it was connected to the mains inlet, it started to run and compressed air was efficiently generated. This was tried several times with no problems encountered. When manually turning the compressor rotor around, the reported grinding sound was heard, but this didn't differ significantly from the sound generated by other working units. If the compressor cannot deliver enough air pressure, alarms for, "low air supply pressure" and "high o2 concentration" may appear. If no o2 gas is connected to the ventilator, stoppage of ventilation may result as a worst case scenario. Our conclusion in this matter is that the returned compressor/motor unit worked without remark when tested in the test bench during the investigation.

Event description:
(B)(4)